Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and loss of capture. It was noted that the elevated threshold measurements were attributed to the patients condition, in which the lead captured only at a very high output. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.